Event description:
It was reported that after turning the programmer on an error message showed up on the screen and the programmer would not boot up. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer powered up with system errors. Connector on a printed circuit board assembly has fractured solder and a component on the assembly is lifted away from the printed circuit board. Power supply and system fan found out of mechanical specification. Power cord bay door has a broken latch.